Manufacturer narrative:
Two opened and used enlite sensors were inspected and a bicarbonate test was performed. One of the sensors failed for high readings and the other passed per specification with accurate readings.

Event description:
Customer complained about receiving lost sensor alarms on multiple sensors and stated that when he changed them, he noticed the sensor cannula being bent. During troubleshoot it was explained to the customer that the insulin pump was not receiving data from the transmitter and assisted on selecting the find lost sensor option. Customer stated that previous sensors were inserted in the abdomen but the current sensor was inserted a day ago in the leg. Sensor was removed and customer stated the sensor was bent. Patient's bg is 118 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please medwatch report # 2032227-2014-03794.